Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the silicone foley catheter mushroomed during use making it difficult to remove. The patient was taken to the emergency room where a urologist was brought in to remove the catheter. The method of the catheter removal is unknown. The complainant is unable or unwilling to provide any additional information regarding the event.

Event description:
It was reported that the balloon of the silicone foley catheter mushroomed during use making it difficult to remove. The patient was taken to the emergency room where a urologist was brought in to remove the catheter. The method of the catheter removal is unknown. The complainant is unable or unwilling to provide any additional information regarding the event.

Manufacturer narrative:
The device was not returned for evaluation.a potential failure mode could be " balloon cuffing". A potential root cause for this failure could be "incorrect balloon position length due to the balloon was not stretched after balloon position." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."